Manufacturer narrative:
(B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event is expected to be returned. A follow up medwatch will be submitted upon completion of the investigation.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, she visited the emergency department due to lasting abdominal pain. After she went home, the abdominal pain worsened on (B)(6) 2017 and was admitted to the hospital. On (B)(6) 2017, the patient underwent an upper endoscopy which revealed that the tip of peg-j tube progressed to the large intestine, the tip was like an anchor, the small intestine was shortened, the place where the tube was penetrated was like an accordion bellows, and the peg-j tube formed layered ulcers and the small intestine was extremely shortened. The reporting physician tried to pull the tube out through an endoscopy, but it was impossible. The reporting physician then attempted to remove the peg-j tube out with a lower endoscopy; however, it could not be done because of a large amount of feces. On (B)(6) 2017, after administering laxatives, tube was cut and pulled out with endoscopy large bowel.

Manufacturer narrative:
Additional information added. Corrected data added.

Event description:
On (B)(6) 2017, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Contrast examination through the peg-j tube was conducted which revealed that there was a large mass of food residual including enokidake mushrooms that were wrapped around the tip of the j-tube in a calcified state, which was considered to have caused the j-tube progression to the large intestine by ball valve syndrome. Per reporting pharmacist, a large amount of food bolus was coiled around the tip of the j-tube and formed a ball shape. Therefore, the j-tube was directed to the side of the large intestine, forming ulcers in the stomach and small intestine which has contacted the tube and intermittent abdominal pain occurred.